Manufacturer narrative:
Important medical event. Device qc performed, 02/02/2010.

Event description:
Initial info was rec'd from an office mgr via a company rep and received by (B)(6) on 27-jan-2010. The reporter stated that a female pt of unk age received treatment with poly-l-lactic acid (sculptra) (no lot number or expiration date was provided) no date provided for an unk indication. She reported, the pt complained of "hair loss" after each treatment. No medical history or concomitant medications were reported. No further relevant info was reported. Pharmacovigilance comment: sanofi-aventis company comment, (B)(6) 2010: a female rec'd poly-l-lactic acid (sculptra) and experienced hair loss. Due to minimum available information, no complete medical assessment can be done.